Manufacturer narrative:
Block d6b: explant date: august 2023 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) / 462528 batch: 15438586 / 15438586.

Event description:
It was reported that the patient was experiencing inadequate stimulation related to scar tissue accumulation and the leads. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.